Event description:
Hill-rom technician found that when the brakes were engaged, the casters would still swivel. He found that the casters teeth were worn. He replaced the casters and the brakes functioned properly. The bed was found out of service in a storage area and there were no alleged injuries.